Manufacturer narrative:
Follow-up #1: date of submission 05/11/2016. Device evaluation: the device has been returned and evaluated by product analysis on 04/29/2016 with the following findings: there was no evidence of moisture observed in the cartridge compartment and no damage found to the compartment itself. The cartridge cap was not returned, so a test cap was used and secured properly to the pump with no issues. However, the battery compartment was cracked below the bumper pad. The black box showed that the pump was manually suspended on 03/21/2016 00:04; deliveries resumed at 02:40. On 03/21/2016 an unexplained loss of prime occurred; deliveries never resumed. The daily insulin delivery totals correctly reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within required range and delivering accurately. The leak test failed with the battery compartment leak. The pump cover was removed and there was no evidence of internal moisture or damage found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that on (B)(6) 2016, the patient experienced a blood glucose of 596 mg/dl with nausea, vomiting and large ketones associated with moisture in the cartridge compartment. Reportedly, the patient resumed the insulin pump and was treated in the emergency room with insulin via pump and IV fluids. This complaint is being reported because the patient allegedly experienced hyperglycemia because of moisture in the cartridge compartment.